Manufacturer narrative:
(B)(4). The device history review for the product taut intraducers 10/bx7.5 fr x 3.5, lot #73k1600792 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Upon use of intraducer, during insertion of the catheter, the very small, clear disc on top of intraducer or seal fell into the patient. The customer stated that they may be hitting the disc with the edge of the catheter and pushing it through but that it has happened on three separate occasions with three different lot numbers. No patient injury or need to return for treatment, the physician is simply removing the piece then and there.